Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic low anterior resection procedure, after firing, the stapler would not open. The device was not on tissue. A new device was used to complete the procedure. No patient impact. No other details of the event are known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.